Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet addressed their bg at the time of call with customer technical support. Tandem technical support educated the customer on the meaning of an incomplete alert.